Event description:
It was reported that the system intermittently shut down due to loose connections in the power plug. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended and returned to service.